Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had several no delivery alarms over four days leading up to the call. The customer stated that he was able to resolve the alarms with complete set changes. Blood glucose level at the time of the incident was 358 mg/dl, which was treated with a manual injection. Blood glucose level near the time of the call was 212 mg/dl. Troubleshooting could not be performed as these were past events. The customer was advised to call back at the time of the no delivery alarms. The insulin pump was not replaced or returned for analysis.